Event description:
The user facility reported a 57-year-old female of unknown race and ethnicity post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella for mechanical circulatory support. When the doctor did the cut down to decannulate in the right groin, it was noticed that there were clots in both the venous and arterial system.. Thrombectomy was done. Attention was turned to the left impella groin and the left sfa appeared to have clots as well. The patient had good flow after the removal and thrombectomy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.